Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "21 gauge needle feels so dull that we have to force the needle down into the injection site. It almost feels like a blunt tip needle as when inserting the needle, it requires to much pressure that it indents the patients skin¿.

Event description:
Sales representative reported on behalf of healthcare professional, "21 gauge needle feels so dull that we have to force the needle down into the injection site. It almost feels like a blunt tip needle as when inserting the needle, it requires to much pressure that it indents the patients skin¿. This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b.braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.

Event description:
Sales representative reported on behalf of healthcare professional, "21 gauge needle feels so dull that we have to force the needle down into the injection site. It almost feels like a blunt tip needle as when inserting the needle it requires to much pressure that it indents the patients skin¿. This record is for an unknown side. Device status is unknown.